Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6fr device. When deploying the device the posterior needle missed the barrel. Needle back down was unsuccessful. The cardiologist pulled out the device and closed the arteriotomy with manual compression. The pt recovered without further incident.